Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mlk504 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robotic hernia repair on (B)(6) 2019 and barbed suture was used. The suture broke during use. The procedure was completed with a like suture from a different lot with no patient consequences reported. No additional information available.